Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the moderately calcified 1st diagonal. This 15mm x 2.00mm apex monorail balloon was advanced through a promus element implanted stent. Upon inflating the balloon twice to an unknown atm on each inflation, the balloon ruptured at 5atm on the 2nd inflation. It was confirmed that there were no issues with the implanted stent. The apex monorail balloon was removed intact from inside the patient. The procedure was completed with another apex monorail balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the moderately calcified 1st diagonal. This 15mm x 2.00mm apex monorail balloon was advanced through a promus element implanted stent. Upon inflating the balloon twice to an unknown atm on each inflation, the balloon ruptured at 5atm on the 2nd inflation. It was confirmed that there were no issues with the implanted stent. The apex monorail balloon was removed intact from inside the patient. The procedure was completed with another apex monorail balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was determined that there was a leak in the distal extrusion and that there were no leaks noted in the balloon. An examination found a jagged tear in the inner and outer extrusions. The tear stretched from the port site and extended distally for 1cm in length. A microscopic examination of the balloon found no tears. When the device was attached to an inflation device an attempt was made to inflate the balloon, liquid leaked out through the tear in the extrusion at the port site. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).